Event description:
Follow up revealed that troubleshooting was unable to provide resolution. It was determined that the sensor is registering outside of the allowed frequency which cannot be picked up on the patient or hospital external units. Patient will follow up with their physician for the next course of action.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that there has been difficulty with obtaining a reading from the patient's heart failure sensor. X-rays were taken and confirmed that the senor was placed in a vessel that is the correct size, however the sensor is tilted. A second sensor may be placed if troubleshooting is unable to resolve the issue.